Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the internal flow transducer (ift), external flow module (efm) and exhalation control module (ecm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm, efm and ift. H3 other text : serviced by asp.